Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-19 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. This complaint file pr (B)(4) (emdr ref.) Was opened from the rudler 2022 paper in relation to the off label use of 1 echo-19 devices of unknown lot number causing bleeding. Prs opened from rudler 2022 literature paper: pr (B)(4) (emdr ref.-3001845648-2023-00280) : rudler 2022 - 30 cases of off-label usage of echo-19. Pr (B)(4) (emdr ref.-3001845648-2023-00289) : rudler 2022 - 1 case of bleeding + off-label usage of echo-19. Pr (B)(4) (emdr ref.-3001845648-2023-00291) : rudler 2022 - 2 cases of acute pancreatitis + off-label usage of echo-19. Pr (B)(4) (emdr ref.-3001845648-2023-00296) : rudler 2022 - 9 cases of post procedural pain + off-label usage of echo-19. Pr (B)(4) (emdr ref.-3001845648-2023-00279) : rudler 2022 - 1 case of post procedural fluid collection + off-label usage of echo-19. Lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot numbers are unknown a review of manufacturing records could not be performed. The notes section of the instructions for use which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use as there was 1 cases of the needle being used for access which would be considered off label use as per IFU "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Image review: n/a. Root cause review: a definitive root cause for the customer complaint could be attributed to off-label use as there was 1 case of the needle being used for access which would be considered off label use as per IFU "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient experienced bleeding due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Event description:
Rudler 2022 - eus-guided drainage of the pancreatic duct for the treatment of postoperative stenosis of pancreatico-digestive anastomosis or pancreatic duct stenosis complicating chronic pancreatitis: experience at a tertiary care center. The objective of this retrospective study was to compare the outcomes of pancreatico-gastric or pancreaticoduodenal anastomosis under eus for po stenosis versus cp stenosis. This was a retrospective, single-center, consecutive case study of patients who underwent eus-guided wirsungo-gastric/bulbar anastomosis. Procedure: the procedures were performed with patients under general anesthesia in the supine position with orotracheal intubation using pentax eg38utk or 38j10ut therapeutic eus and radioscopic control. Eus-guided puncture of the wirsung duct was performed by the transgastric or transduodenal route using a 19g cook echotip ultra puncture needle. Then, pancreatography was performed after the injection of contrast agent through the needle. Through the needle, a guidewire (jagwire, 0.035¿, boston scientific®) was placed into the pancreatic duct. In cases where the guidewire went through the papilla or through a site of surgical anastomosis and in cases of pancreatico-gastric anastomosis, a ¿rendezvous¿ technique was performed. After the guidewire was in place, a gastric or duodenal pancreatico-gastric fistula was created using a 6-fr cystostome (endo-flex company, voerde, germany®), followed by dilation of the fistula with a 4-mm dilatation balloon (hurricane balloon dilation catheter, 4 mm × 4 cm, boston scientific®). A straight cotton-leung plastic stent (cook medical®), usually 7 cm/7 fr, was then placed through the guidewire [figures 2-3].then, a false rendezvous technique was performed. The stent was placed through the papilla and through the stomach with an anterograde technique using the same method we have previously described. The difference was that the stent was placed through the papilla to theoretically facilitate subsequent endoscopy, which would be performed through the papilla. In order to avoid stent migration or obstruction, patients were scheduled for the placement of a second identical stent in parallel to the first stent using a duodenoscope 1 month after this procedure (pentax scope® ed34i10t). This file will capture 1 case of bleeding during puncture and the off-label usage of echo-19. Patient info: total = 43 patients (male = 28, avg age = 59 yrs). Post-operative stenosis group: n =21 (male = 7, avg age = 64 yrs); chronic pancreatitis stenosis group: n = 22 (male = 21, avg age = 55 yrs).

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.